Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
It was reported that the pt was experiencing a stomachache and nausea. The pt received a blood glucose reading of hi. The insulin infusion tubing was found to be broken in the middle. The insulin infusion tubing was replaced and after many hours the pt's blood glucose levels returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for product evaluation.